Manufacturer narrative:
The investigation concluded that higher than expected vitros clinical chemistry products ammonia (amon) results were obtained from cap general chemistry quality cross check samples using vitros amon slides lot 1018-0249-9308 on a vitros 5600 integrated system. The investigation could not confirm the assignable cause of the event. The quality control results were within 1 to 2 sd of the biorad peer group mean after the initial calibration as well as on the day the cap fluids were processed. Additionally, the within run vitros amon precision test was within ortho guidelines indicating the vitros 5600 is performing as expected. There is no evidence to suggest vitros amon slides lot 1018-0249-9308 or the vitros 5600 system are not performing as expected. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros amon slides lot 1018-0249-9308. Additional information regarding the handling of the cap fluids was not provided. An issue with the samples is the suspected cause of the event, however, a fluid handling issue or an issue related to the samples could not be confirmed.

Event description:
A customer reported higher than expected vitros clinical chemistry products ammonia (amon) results obtained from college of american pathologists (cap) general chemistry quality cross check samples using vitros amon slides lot 1018-0249-9308 on a vitros 5600 integrated system. Czq-a 02 vitros amon result 709 umol/l versus expected vitros amon result 574.8 umol/l; czq-a 03 vitros amon result 444 umol/l versus expected vitros amon result 369.2 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amon results were obtained when processing cap fluids. There were no allegations of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. (B)(4).